Event description:
The customer reported an under infusion. The intended rate of vancomycin was 175ml/hr. Only 100ml of the medication was infused in approximately 45 minutes. There was no pt harm or medical intervention. No additional pt or event details were provided.

Manufacturer narrative:
Manufacturer's report date: 03/21/2014. Internal file no: (B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.